Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous cephalic vein. A 5.00mmx2.0cmx50cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon several inflation at several atmospheres for several seconds. There was pinhole noted on the balloon. The device was removed from the patient's body without any problem and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.